Event description:
It was determined that this information was also reported in manufacturer's report # 3007566237-2013-00683. It was reported that the re were high impedances, resulting in using a new implantable neurostimulator (ins). It was stated that the readings on the original ins were greater than 4,000 ohms on some of the bipolars as well as the 0/1, 0/2, 0/3 electrode combinations. A new ins was used and impedance readings were still greater than 4,000 ohms on contact 0. The representative stated that 'they were able to get a physical response when the lead was tested with the j hook on all contacts.' One week later it was stated that the three impedances seen with the new ins were tested in the operating room and they saw a 'bellows and toe' so continued and implanted the patient with the new ins. If additional information is received, a supplemental report will be filed. Additional information will be reported in manufacturer's report # 3004209178-2013-03264.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional review it was determined that this was the device that was never implanted due to set screw and impedance issues. Manufacturing report #3004209178-2013-03266 refers to the second device that had impedance issues and was implanted.

Event description:
It was reported that there were impedance measurements greater than 4000 ohms on some bipolar pairs and some unipolar pairs. The reporter stated that a device was programmed to stimulate motor responses using one of the contacts in question, and motor response was observed. It was unclear if the impedances and observed motor response referred to this device, another device that was connected to the system, or both devices. It was further reported that the device was implanted and the situation was resolved. It was later reported that there was a set screw issue and impedances and it was unclear if the device was explanted or if the device had never actually been implanted. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator ins ((B)(4)) found no anomaly. Analysis of the wrench accessory found no anomaly.

Manufacturer narrative:
Product ID, neu_wrench_acc lot#, product type accessory product ID, 3889-28 lot# va04d8q, implanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.